Manufacturer narrative:
Batch review performed on 22 october 2020: lot 155735: (B)(4) items manufactured and released on 11-jan-2016. Expiration date: 2020-12-07. No anomalies found related to the problem. To date, 20 items of the same lot have been already sold without any similar reported event since 1-1-2016. Other devices involved in the event: gmk-sphere 02.07.1205l tibial tray fixed cemented size 5 l lot. 161294 (k090988). Batch review performed on 22 october 2020: lot 155735: (B)(4) items manufactured and released on 06-apr-2016. Expiration date: 2021-03-22. No anomalies found related to the problem. To date all the items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0510fl tibial insert fixed sphere flex size 5/10 mm l lot. 157022 (k121416). Batch review performed on 22 october 2020: lot 157022: (B)(4) items manufactured and released on 10-mar-2016. Expiration date: 2021-02-22. No anomalies found related to the problem. To date, 47 items of the same lot have been already sold without any similar reported event since 1-1-2016. Gmk-sphere 02.07.0036rp patella resurfacing size 4 lot. 160184 (k113571). Batch review performed on 22 october 2020: lot 160185: (B)(4) items manufactured and released on 18-mar-2016. Expiration date: 2021-07-03. No anomalies found related to the problem. To date, 109 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain and the cause of the pain is unknown. 4 years and 2 months after primary the surgeon revised all components and the surgery was completed successfully.